Manufacturer narrative:
The microcatheter was not returned for analysis. Based on the reported information, the report of catheter entrapment could not be confirmed and the cause could not be determined. There is no evidence suggesting that the device was defective, but rather a procedure related event. Angioarchitecture, vasospasm, excessive embolic reflux, or prolonged injection time may result in difficult catheter removal and catheter entrapment. Per the instructions for use: difficult catheter removal or catheter entrapment may be caused by one or more of the following factors: long catheterization time; angio-architecture: very distal arteriovenous malformation fed by afferent, lengthened, small, or tortuous pedicles; vasospasm; reflux; injection time. To reduce the risk of catheter entrapment, carefully select catheter placement and manage reflux to minimize the factors listed above. MDR related to this event: 2029214-2017-00381 2029214-2017-00382 2029214-2017-00383 2029214-2017-00384 2029214-2017-00385 2029214-2017-00386 2029214-2017-00387

Event description:
Citation: multimodality treatment of brain arteriovenous malformations with microsurgery after embolization with onyx: single-center experience and technical nuances. Natarajan sk1, ghodke b, britz gw, born de, sekhar ln. Neurosurgery. 2008 jun;62(6):1213-25; discussion 1225-6. Doi: 10.1227/01.neu.0000333293.74986.e5. Medtronic received the following reports: patient 22 was reported to have an arteriovenous malformation (avm) located in the temporal/ broca, it was 4 cm in size with a volume of 18ml. This avm was ruptured. Post embolization, the catheter was reported to have been stuck/ entrapped by embolic material. Surgery was conducted to successfully retrieve the catheter. Post-surgical intervention, the patient was reported to have hemiparesis but recovered completely at 6 months. The mrs was 2, with severe cognitive deficits.